Event description:
The pump was returned for investigation. Investigation revealed battery compartment moisture, a battery compartment crack, and a battery compartment leak. This report is made based on results of the investigation performed on 02/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: a battery compartment crack was observed. Moisture was observed in the battery compartment. Leak testing revealed a battery compartment leak. No moisture was observed on the pump¿s internal components. Unrelated to the battery compartment issues, the keypad was torn. All keypad buttons were appropriately responsive. No contamination was observed on the keypad button contacts. (B)(4).